Manufacturer narrative:
(B)(4). The device was returned for evaluation with a red luer cap (non-baxter product) attached to the distal luer and unknown drug solution in the bladder. Visual inspection and functional leak testing did not identify any leakage. The non-baxter red luer cap was then replaced with a baxter luer cap (blue winged luer cap), and again visual inspection and functional leak testing did not identify any sign of leakage. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked from an unknown location. This occurred after the device was filled and before patient connection. There was no patient involvement. No additional information is available. This medical device report is report 2 of 7.